Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two proglide devices referenced are being filed under separate medwatch reports numbers.

Event description:
It was reported that suture placement with three proglide devicea were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first proglide device was successfully placed. The sutures of the second proglide device failed to deploy. The sutures of a third and fourth proglide device were successfully placed. The sheath was upsized to 16fr and the tavr procedure was completed. The patient experienced weakened distal pulses in the right leg. The patient was taken to surgery where an occlusion of the artery was found. Surgery and vascular repair was completed to resolve the occlusion and achieve hemostasis there was a reported clinically significant delay in the entire procedure. No additional information was provided.